Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in japan, see section e. H3, h6: the returned probe was analyzed. When connected to a known good system, the probe was recognized but would not track displaying only red status. A check of the em interface showed that coil #1 was non-functional. Codes b01, c13, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the instrument was not recognized by the system. The product was replaced with a new one and the operation was able to proceed without any issues. There was no impact on patient outcome and there was no delay.